Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found that the air/water nozzles were clogged and the drain function is degraded, scratches were found throughout the device and liquid leakage was found on the universal cord and scope connector. Dirt was found on the object lens and the bending angle and the play of the angle knob was found to be out of specification due to the elongation of the angle wire. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The olympus representative reported to olympus, on behalf of the customer, the evis lucera elite colonovideoscope experienced an e315 scope no image error code. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The event date was also captured in this report. A review of the device history record (DHR) found no deviations that could have caused or contributed to the issue (error code e315 ¿ unsupported endoscope). The DHR confirmed that the subject device was shipped in accordance with the specifications. The e315 error code was not reproduced after the application of maximum stress. The following stressors were applied on the endoscope; (a) mechanical stress; shaking, bending, and pulling of the insertion section, (b) heat stress; heat/cool cycles, (c) light impact stress to the distal end, and (d) repeated power-on/off cycles. The endoscope remained energized for 30 minutes following the application of these stressors; which was a longer period than usual. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a defective image sensor unit, or a defective inner board in the video connector. Water invasion into these components may have contributed to the transient poor electrical connectivity. This may have also resulted from the adherence of foreign materials (e.g., dirt) to the electrical contacts of the endoscope connector. The aforementioned electrical components may have also been damaged/impacted by a mechanical stress such as a drop or bumping against another object. Olympus will continue to monitor field performance for this device.